Manufacturer narrative:
The reported device was not returned for evaluation and has been discarded by the user facility.no evidence was found suggesting that the device was manufactured outside of specifications. Pre/post operating images and lot numbers of the complaint device are not available to assist with the investigation. Possible causes for occlusion could be iliac tortuosity, graft compression, repetitive stenosis, narrow inner iliac lumen, vessel damage/rough surfaces, and pre-existing conditions like occlusive disease/calcification, cancer, or smoking. Tortuosity, compression and pulsation can create shear forces within the leg that stimulate thrombus growth.however there is no objective evidence to determine if the root cause for this incident is procedural, patient, or device related. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
On (B)(6) 2015, the patient was treated for aaa. Devices placed on (B)(6) 2015 are 26 mm x 111 mm main body ((B)(4)), the contralateral 20 mm x 90 mm stent ((B)(4)), intralateral 24 mm x 90 mm stent ((B)(4)). The case was completed with no adverse events. The patient was discharged home as usual. The patient presented with right limb claudication cat scan was performed and noted an occlusion of the right iliac leg graft. On (B)(6) 2016, the patient directed to the operating room. Thrombolysis was performed in the right iliac leg graft and improvement of the thrombosis was noted with some flow to the leg. A foley catheter was passed through the right leg graft moving through the thrombus. The operator decided to reline the leg graft with a 24 mm x 90 mm endovascular graft ((B)(4)). There was a thrombus noted in left iliac. The left iliac was also relined with a 24 mm x 90 mm endovascular graft ((B)(4)). A final angiogram was performed showing good flow through both iliac arteries. Good femoral pulses bilateral were also noted and the arteries were closed in usual fashion and the procedure was completed with no complications. The devices remain inside the patient. Additional devices were placed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.